Event description:
A patient was undergoing a craniotomy which involved the use of a cusa excel 36khz curved extended microtip. The surgeon used a microscope during the procedure and noted that the end of the tip had snapped off and had to be removed from the area of the brain that was being operated on. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.